Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements, and possible loss of capture. Technical services (ts) reviewed the device data and noted atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) events where it appeared to show loss of capture. The lead was later surgically abandoned due to noise, loss of capture, and fluoroscopy showed evidence of subclavian crush. A new lead was implanted. No additional adverse patient effects were reported.